Event description:
The customer reported that the device has a defibrillation issue requiring a processor pca / mainboard. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
The customer declined repair service.